Event description:
On october 1, 2024, nakanishi received a phone call from a dealer about a malfunction of a nsk handpiece. Upon receipt of the information, nakanishi made a phone call to the dental clinic for further information about the event. The details nakanishi obtained are as follows. Details are as follows: - the event occurred on october 1, 2024. - a dentist was performing a bridge removal procedure on a patient using the x95l handpiece (serial no. (B)(6). - during the procedure, the patient suddenly coughed, and the dentist found that the head cap of the handpiece came off inside the patient's mouth. - the head cap was recovered immediately, and the patient was not affected.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [(B)(6). There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi disassembled the handpiece and conducted a visual inspection of the internal parts. Nakanishi observed the following: - the push button and the press-fit ring were abraded. - there were contact marks inside of the headcap. C) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified the cause of the headcap separation from the returned device was removing the press-fit ring out of the push button due to the combination of an abnormal vibration which was caused by the headcap depressed during rotation together with cutting vibration based on the findings in the visual inspection. B) misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the headcap separation, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the dentist and remind the dentist of the importance o0f using the device as instructed in the operation manual.